Manufacturer narrative:
The device has been received for analysis, but analysis has not been started. A supplemental medwatch will be filed upon completion of the failure analysis of the complaint device.

Event description:
The rf wire was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that when attempting to go transeptal, the wire would not go across after rf energy was delivered. A new versacross was opened but issue persisted. Replacing the rf wire resolved the issue. No patient complications occurred. The procedure was completed successfully. The device has been returned for analysis.